Event description:
It was reported that the lead exhibited no capture, due to dislodgement. The patient's condition was - good - before and after the event. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.